Event description:
During laparoscopic cholecystectomy, one side of the pincer mechanism of the grasper broke off and fell into the abdominal cavity. The surgeon was not able to locate the piece without opening the abdomen which was considered to be too high a risk due to the pt's coronary disease.